Event description:
The complainant reported the patient was being prepped for an impella implant, and the impella cp pump malfunctioned after it was opened and connected to automated impella controller. Pump was not implanted into the patient, however the introducer was used. A new pump was opened and used. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk pci. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Ection: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
Additional information was received in the form of medical safety review which noted the following: an adult patient status post mitral valve replacement (mvr) experienced cardiac arrest and was taken to the cardiac catheterization lab (cvl) for revascularization. Despite intervention, the patient continued to code, prompting initiation of veno-arterial extracorporeal membrane oxygenation (va-ECMO) for mechanical circulatory support. Transesophageal echocardiography (tee) revealed severe left ventricular (lv) distension while on ECMO. The decision was made to place an impella cp device for lv unloading. Impella cp pump 1 (malfunction): not implanted due to purge priming malfunction. It is unclear if an alternate purge cassette was attempted. Impella cp pump 2: (not reportable) not implanted due to contamination upon opening by the healthcare provider (hcp). Impella cp pump 3: (malfunction) (successfully implanted without issue. Patient remained on impella cp support for approximately 2 days before escalation to impella 5.5 due to positioning concerns with the impella cp. Impella 5.5 pump 4: (death) implanted for continued lv unloading. Patient remained on impella 5.5 and ECMO with maximal medical therapy for approximately 1 day. Subsequently, the family elected to withdraw care. The patient expired while supported on ECMO and impella 5.5. Note: type of reportable event and investigation with coding remains unchanged as previously reported. Note: this impella cp pump 1 is one of three device reports associated with the event story. The manufacturer report number for impella cp pump 3 (malfunction) and impella 5.5 pump 4 (death) associated complaints will be generated in the new complaint handling system and once these regulatory reports have been generated, they will capture this impella cp pump 1 device report number (in the related report number field).